Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient experienced a loss of therapeutic parasthesia. Device was interrogated and impedances were noted to be >10,000 ohms. When the revision was done, the extension was noted to be fractured. A new extension was implanted. Patient is okay.